Manufacturer narrative:
The devices were discovered in a non-working condition on august 27, 2015. However, it is unknown when the issue initially/originally occurred. Product investigation summary: the returned aiming arm (part 357.366 / lot 7979724), blade guide sleeve (part 357.369 / lot 6702210), and buttress/compression nut (part 357.371 / lot 6722770) show some wear, but are in working condition with no defects that would impair their function. The devices function as designed. A visual inspection, dimensional inspection, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The devices were reported to be sticking together upon assembly and disassembly in sterile processing. This complaint is unconfirmed. The complaint condition cannot be replicated. The device assembles and disassembles without sticking or any other difficulty. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. There were no issues found with the returned device; therefore, a corrective action is not warranted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: manufacturing location: (B)(4). Manufacturing date: 30august2011. Lot was released to the warehouse on (B)(4) 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered in sterile processing on (B)(6) 2015 that the aiming arm, buttress compression nut and blade guide sleeve were sticking together when assembled/disassembled. This event did not involve a patient. This is report 3 of 3 for (B)(4).